Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-16. H6: investigation summary: one used sample was received and tested by our quality team. The customer's complaint of separation/leak was immediately verified upon visual examination. The set was clearly broken at end of tubing where it connects to the filter. The break was then examined under microscope and appears to have come from excessive stress/ strain on the junction. The root cause of this failure remains unknown because the damage could have occurred at any point after production/ packaging including shipment or maybe storage/ use. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown. It was reported that tubing for tpn leaked at the filter when priming for a line change.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown. It was reported that tubing for tpn leaked at the filter when priming for a line change.